Event description:
The customer reported that an (B)(6) male went for a radiology special procedure on a fluoroscopy table. W/ armrest devices were placed beneath the pt's padded mattress bill. Approx 30 seconds after the pt was moved to the table, the pt sat up slightly to cough and fell off the radiology table onto the floor. Pt was face down on the floor with blood on the face. Pt was immobilized w/ neck and spine immobilization. CT of the head was performed and pt was transferred to the ed for sutures. Approx 1 inch laceration noted over pt's right elbow, and approx 1 inch avulsion noted over bridge of nose. Pt was returned to the radiology suite for successful completion of the scheduled procedure. Pt had remarkable bruising to the face for several weeks after the fall, but no permanent harm. The table has 2 c-arms to allow for pa and lat images. The table can be moved in multiple planes to allow for images. The table does not have side rails or a bed alarm. The table does not have safety straps that can be permanently applied at any level along the bed ifuu) deemed necessary without interfering with the operation of the c-arm and/or the quality of the images. Arm boards are used to support opts while on the table in this case the arm boards were in place but the pt sat up and coughed and then toppled over the edge of the table in spite of these arm boards. This table is so narrow and has no safety devices to assist in securing the pt. The sample movement of coughing was how this pt was able to fall off the table. This is a pt safety concern. We are now using velcro under the mattress to wrap around the pt but with nothing on the table with which to secure the velcro, a pt could still come off the table. Manufacturers need to improve pt safety by designing safer tables with more safety features. The pt was attended by an experienced nurse and scrub technician.

Manufacturer narrative:
(B)(4). Method, results, conclusions - (other): investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.